Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was unplugged and feeling hot. The patient also states that the device was plugged back into the wall outlet and "service required" appeared on the screen. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was unplugged and feeling hot. The patient also states that the device was plugged back into the wall outlet and "service required" appeared on the screen. There was no report of patient harm or injury. At the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h: evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was unplugged and feeling hot. The patient also states that the device was plugged back into the wall outlet and "service required" appeared on the screen. There was no report of patient harm or injury. The device was returned to the third-party service centre and observed the pca burn. The customer complaint was reproduced. There was one error has been identified. The device was scrapped. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.